Manufacturer narrative:
There was no visual inspection of the lens as the lens remains implanted in the eye. The complaint can¿t be confirmed. A review of the manufacturing records was performed. There were no associated nonconformity reports or deviations. The sterilization record was also reviewed and there were no non-conformances with respect to the sterilization process. The complaint related test is the endotoxin testing and results of the samples from the sterilization batch show the amount of endotoxin meets specification. There are no non-conformances with respect to sterilization. A search on complaints revealed that no other complaints for this production order were received to date. The directions for use (dfu) were reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported the patient underwent implantation of the intraocular lenses (iols) three (3) months ago in both eyes, the exact implant dates were not provided. After 3 months post op, patient was diagnosed with cystoid macular edema (cme) in both eyes, although no issues were reported at the patient's one (1) month post op medical examination. The doctor prescribed antiphlogistine. Patient's visual acuity for both eyes were near -0.3(20/66), and far -0.6(20/33), during medication. No further information was provided. A second MDR is being filed for the patient's companion eye.